Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight and pain (pain: 9/10). Previously administered products included: diphenhydramine hydrochloride. Past adverse reactions to the above products included: allergy with diphenhydramine hydrochloride. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1108 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (tubouterine implantation essure device removal bilaterally,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 2 coils was noted to be visible from the ostia. In a similar fashion the left essure device was inserted 3 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.838 kg/sqm. [Abdominal x-ray] on (B)(6) 2017: xr abdomen kub 1 view reason for exam: tubal ligation status exam: abdomen, one view clinical indication: status post essure tubal ligation technique: supine abdomen is compared with hsg images from 18jul2014 findings: configuration of essure tubal ligation devices projecting over the lower sacrum bilaterally similar to previous. Pelvic phlebolith calcification evident on the left. Chronic degenerative changes in the si joints and pelvis persisting. Mildly prominent stool retention without acute abdominal or pelvic abnormality. Impression: similar configuration of abdominal and pelvic findings compared with (B)(6) 2014 [hysterosalpingogram] on (B)(6) 2014: xr hysterosalpingogram examination: hsg indication: 35-year-old female post placement of essure device. 4 month follow up. Technique: the patient signed an informed consent. The patient is not pregnant. A sterile hysterosalpingography catheter was advanced under direct visualization through the os into the uterine canal. The ballon was inflated to secure the catheter in place. Subsequently, isovue 300 5 mm was then injected under direct fluoroscopic visualization. Findings: on the preliminary image, angular configuration of left essure device. Acute angle between left inner and outer coil proximal ends. Outer coil proximal end projects at infundibulum near cornua. Right essure device outer coil proximal end projects several centimeters distal to infundibular cornu junction. With injection, no leakage of contrast or extension of contrast into distal fallopian tube. Impression: distal position of right essure device. Angular configuration of left essure device. Unsatisfactory occlusion is not identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight and pain (pain: 9/10). Previously administered products included: diphenhydramine hydrochloride. Past adverse reactions to the above products included: allergy with diphenhydramine hydrochloride. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1108 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (tubouterine implantation essure device removal bilaterally). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 2 coils was noted to be visible from the ostia. In a similar fashion the left essure device was inserted 3 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.838 kg/sqm. [Abdominal x-ray] on (B)(6) 2017: xr abdomen kub 1 view. Reason for exam: tubal ligation status. Exam: abdomen, one view. Clinical indication: status post essure tubal ligation. Technique: supine abdomen is compared with hsg images from (B)(6) 2014 findings: configuration of essure tubal ligation devices projecting over the lower sacrum bilaterally similar to previous. Pelvic phlebolith calcification evident on the left. Chronic degenerative changes in the si joints and pelvis persisting. Mildly prominent stool retention without acute abdominal or pelvic abnormality. Impression: similar configuration of abdominal and pelvic findings compared with (B)(6) 2014. [Hysterosalpingogram] on (B)(6) 2014: xr hysterosalpingogram. Examination: hsg. Indication: 35-year-old female post placement of essure device. 4 month follow up. Technique: the patient signed an informed consent. The patient is not pregnant. A sterile hysterosalpingography catheter was advanced under direct visualization through the os into the uterine canal. The ballon was inflated to secure the catheter in place. Subsequently, isovue 300 5 mm was then injected under direct fluoroscopic visualization. Findings: on the preliminary image, angular configuration of left essure device. Acute angle between left inner and outer coil proximal ends. Outer coil proximal end projects at infundibulum near cornua. Right essure device outer coil proximal end projects several centimeters distal to infundibular cornu junction. With injection, no leakage of contrast or extension of contrast into distal fallopian tube. Impression: distal position of right essure device. Angular configuration of left essure device. Unsatisfactory occlusion is not identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.